Event description:
It was reported that during processing of a unit of (B) (6) for frozen storage, the tubing attached to the spike port of the transfer bag component of the device became detached while stripping the line, after the first centrifugation step.

Manufacturer narrative:
Upon visual inspection of the received sample, the user's report that the tubing was detached from the white spike was confirmed. The tubing and the spike were measured, and they were within specification. Apparently the solvent was placed correctly since the joint had solvent residuals. The manufacturing process was reviewed, and there was no deviation or other factors that could have caused the observed tubing/spike separation.operators have been properly training and certified to perform these assemblies. Also an instruction method and a visual aid to the operation are in place.therefore, a root cause could not be identified at the manufacturing site.it is possible that the handling of the tubing/spike connection during use of the product resulted in a force greater than that for which the connection was designed.unless substantially significant information becomes available, this constitutes a final report.